Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels "all over the place," (values not provided). The cause was not provided. Multiple attempts were made by tandem technical support to follow up with the customer; however, no response was received.